Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a low battery alert. Customer stated that she is currently using rayovac batteries. Customer was advised to use energizer batteries. Customer stated that she has a new insulin pump and she keeps having low battery issues. Customer's blood glucose was 411 mg/dl at the time of the incident. Customer stated that the battery indicator shows less than 2 bars. Customer does not wear the sensor. Troubleshooting was performed and the customer received a failed battery test. Customer was advised that she will be shipped a replacement battery cap.